Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was in the 400 mg/dl at the time of incident. Customer¿s current blood glucose level was 284 mg/dl. Customer was treated with saline insulin pump. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.